Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no damage. The functional evaluation found no faults, the device performed within expected parameters. The root cause and relationship between the reported event could not be established. Probable causes include failed components and or user error. The IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during a safety test the device displayed a full canister alarm when the canister was not full.